Event description:
Had two total hip replacement on both hips; the right in 2008 and the left in 2009. In the early part of 2009 after my right hip replacement popping was happening. I told the dr but was told that my body just had to get use to the new hip. Then I had my left hip replacement and a year after the same thing was happening but happening in both hips. So I just went with what the dr told me at first (that my body just have to get use to the new hips. Then around 2012 I started to have more serious popping going on and 2015 swelling in the hip area. It will swell then go down, popping all the time now. I can't walk for a long time "akibg" with standing and even sitting now. I can be watching tv and a serious pain will come along with a crazy burning in both hips. Now I have never had problems with my heart, now it's giving me sharp pain, and now I have to get that check out. If I would have known that these things would happen, I would have just waited until my real bones gave in. Because this is not what I ask for.